Event description:
It is alleged that patient received a gunther tulip filter on (B)(6) 2016. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
F10 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt.

Event description:
Per report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter is at the mid body of l2. Inferior extent l3-l4 disc space. Four prongs have perforated the ivc, series 3, image 56. Maximum distance prong perforated is 5 mm, series 3, image 56. Coronal images show 7-degree tilt left-to-right, series 5, image 69. Sagittal images show 2-degree tilt posterior-to-anterior, series 6, image 105. Diameter of ivc directly above filter is 14 mm x 30 mm, series 3, image 40."